Event description:
A pt reported in a meter versus laboratory comparison, surestep meter read a blood sugar level of 121mg/dl, while the laboratory blood sugar level was 255mg/dl (111% difference). Pt later discovered that the code for the test strips and the meter did not match. Pt also reported that meter was never cleaned. Control test result (123) was in range. Pt did not experience any symptoms. Training was provided, and pt satisfied with meter. No allegations of harm have been made.